Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. P/n 544243 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok l clips 3/cart 42/box, lot# 73d1900095, the samples were functionally inspected, and during the test issue reported, clips broke during use, was not observed in the current manufacturing process. The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800337 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed, and the root cause cannot be determined. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken during usage on the patient.